Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and/or allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-01097 / 01100).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, bone/tissue damage and metallosis. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 allegedly due to infection. All components were removed and cement spacer molds were implanted. Patient underwent a reimplantation procedure on (B)(6) 2013. Patient's legal counsel further reported patient expired on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, bone/tissue damage and metallosis. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 allegedly due to infection. All components were removed and cement spacer molds were implanted. Patient underwent a reimplantation procedure on (B)(6) 2013. Patient's legal counsel further reported patient expired on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's operative (op) notes dated (B)(6) 2013 reports patient was revised due to infection/ abscess on the lateral aspect of the left hip. Op report notes perforation of the muscular fascia, purulent joint effusion, hypertrophic synovitis, a sinus tract, joint fluid, acute inflammation, and fibrous tissue were observed. Op report further notes a proximal femur fracture occurred during extraction of the femoral component. All components were removed and replaced with competitor products.